Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. It was determined that there may be missing pieces, but the size of the missing pieces could not be confirmed. Components adjacent to the broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the prograsp forceps instrument disengaged the metal tip (forceps) from the plastic stem (forceps body) making it impossible to remove the instrument from the abdominal cavity, and consequently, the trocar. As a result, the trocar and instrument had to be removed together. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.